Manufacturer narrative:
The device involved in the incident was not returned for an evaluation. A review of the records was not possible as the lot number of the device was not provided. Without an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event. The luers are manufactured to and meet the iso standard. The instructions for use contain the following precaution. "To prevent accidents, assure the security of all caps and bloodline connections prior to and between treatments." Based on historic data this is not a systemic issue and is considered an isolated incident. A review of the complaint history indicated that this is the first complaint of this nature for this device family.

Event description:
Patient on crrt. Return line spontaneously disconnected from luer of catheter. Swift action by nurse to clamp line and withdraw blood and air before it was entrained to patients circulation.